Event description:
Technical services received a call on (B)(6) 2012. Caller reported that patient had notifiers on this ra lead due to low sensing, and threshold had increased on lead as well. Ra sensing 0.4mv. Ra pace impedance was very variable, sawtoothing a lot. Patient is chronic afib (didn't measure ra threshold). Patient didn't fall or have anything that happened that would have caused this. Patient has been ill and on antibiotics, and had mrsa. They will bring patient back in a month to make sure thresholds not increasing any more. Physician is dr. (B)(6) at (B)(6) of (B)(6). No additional information is available at this time. Lead remains in service. Lead was implanted on (B)(6) 2010. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).